Event description:
Mom called and spoke to a respiratory therapist (rt) to alert us that she was unable to get the air out of patient's tracoe trach tube cuff ((B)(4)). His sats were dropping and she felt an emergency trach change was needed, so she had to pull the trach tube out while the cuff was still inflated. Fortunately, she was able to do the emergency trach change without incident and patient was stable by the time she called our office. Rt recommended that, if this were to happen again, mom should cut the line to the pilot balloon before ever pulling the trach tube out with the cuff inflated. Rt suggested that mom call the patient's pulmonologist and report the incident because patient could develop swelling in the near future due to trauma to the trachea and stoma site. Rt also informed her to check for any blood while suctioning or evidence of swelling around the neck and stoma site, which could be serious, since they inflate the patient's cuff with 7 ml of air. Mom said she would call patient's physician. She also stated that the trach tube had only been in for 10 days and had never been reprocessed or cleaned. She still had the original box, so we were able to pick up both and bring them back to the office. Operations administrator sent trach and box back to manufacturer on 08/12/2015. (B)(4).